Event description:
A surgeon reported "approximately 7-9 patients" that were either over or under corrected following lasik surgery. Patient records for 13 patients were provided, of which 2 had reportable events based upon a reduction in bcva. This report is for one of these patients. The other patient is being reported on MDR#1061857-2006-00201. A review of the patient data provided indicated this patient was treated with conventional lasik with a planned monovision outcome. During the early post-operative period, the patient reported blurry vision, double vision and ghosting. The surgeon noted trace edema and trace superficial punctate keratitis. At the 3-month post-op exam, this patient exhibited a 2-line decrease in bcva in both eyes and still reported blurry distance vision. An enhancement was performed on both eyes. No mention of earlier symptoms following enhancement. Three months following the enhancement, the bcva on the right eye improved to within 1 - line of pre-op. The bcva on the left eye still exhibited a 2-line decrease.

Manufacturer narrative:
The complaint investigation has not been completed at this time. No conclusion can be made.